Event description:
User facility reported that during suturing of a haemorrhagic wound of the scalp there was a resistance at the injection of xylocaine. Resistance of pressure suddenly stopped and resulted in blood and xylocaine splashes to 3 clinician's eyes. Information regarding blood borne pathogen testing and follow-up protocol has been requested. No permanent adverse effects to clinician reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.